Event description:
It was reported that the gastrointestinal videoscope was reprocessed in a reprocessor that the acecide check had not been performed for two months, the acecide was being changed once a week on the reprocessor. The issue occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment name: (B)(6)-documented here due to character limitation in respective field

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8. Based on the results of the investigation, it is likely the event occurred because the device was insufficiently reprocessed by the facility staff. The event can be prevented by following the instructions for use. Specifically, instructions evis lucera gastrointestinal videoscope olympus gif type h260z reprocessing manual chapter 2 compatible reprocessing methods and chemical agents. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.